Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all patients were not crossing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that there were no issues with the device. A technical support specialist (tss) could not find any issues while troubleshooting. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all patients were not crossing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.